Event description:
Info received indicates the casters continue to ratchet when in brake, but the caster wheel would not roll.

Manufacturer narrative:
The tech replaced the casters to repair the bed.